Event description:
Introducer 10 f by daig would not thread well with mfp catheter. Second introducer given to surgeon. In process of inserting introducer pt developed respiratory distress and procedure stopped. Pt recovered and discharged to home. Pt will need to have portacath inserted at another time.